Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the product was returned to the us cq for evaluation. Us cq conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the screw implant head component's internal threads were slightly stripped. The dimensional inspection was not performed due to the post-manufacturing damage. The stripped condition of the head component internal threads was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of the depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the received screw implant head component's internal threads were slightly stripped. While no definitive root cause could be determined, it is possible the internal threads of the screw implant head component were stripped due to unintended/overt forces.. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code: 199725870s, lot : 276035, was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 01.04.2020, qty: 20. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior lumbar fusion in the ileum (l3/l4) treating pelvic fracture, the threads of the correction keys stripped when the surgeon inserted it forcefully. The correction key was replaced with the unitized setscrew, but the surgeon was unable to tighten it. Additionally, the threads on the cfx screw had been cross-threaded. The procedure was completed with replacements and there was a less than thirty (30) minute surgical delay. This report involves one (1) 5.5 exp verse can scr 8.0x70. This is report 1 of 3 for (B)(4).